Event description:
It was reported that during surgery, two 4.5mm anchors were broken during insertion. No adverse events have been reported as a result of the malfunction. There was no reported harm to the patient.